Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model device.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection showed no evidence of arcing damage in the header of the device. The anchor bracket closet to the df-1(+) was protruding from under the header. Additionally, scratches and dents were present on the titanium casing. Manual pacing and commanded shocks were successfully performed. The laboratory visual observations are consistent with damage to the device's header at the time of the explant procedure. However, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003, to make the bond more robust. This device was manufactured prior to the manufacturing changes. No failures of this type have been observed since implementation of the enhancement. This issue is discussed in boston scientific's product performance report.